Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for follow up in clinic, far p wave oversensing, sensing failure, loss of capture, high capture threshold and change in r wave sensing was noted on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of no sensing, no capture, and oversensing were not confirmed. A complete lead was returned for analysis. Analysis was normal. No anomalies were found.